Event description:
It was reported that the patient experienced arrhythmia, bradycardia and st segment elevation. An opticross hd catheter was selected for ultrasound examination. During the procedure, air bubbles were noted in the catheter. The patient experienced arrhythmia, bradycardia and st segment elevation. The procedure was completed using the original device and the patient is expected to fully recover.

Manufacturer narrative:
Investigation results device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established based upon the information available. It was reported that the batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. The reported impact codes: "arrhythmia, st segment elevation, bradycardia, serious injury / illness/ impairment" may have been caused by a possible device malfunction that resulted in the reported issues.

Event description:
It was reported that the patient experienced arrhythmia, bradycardia and st segment elevation. An opticross hd catheter was selected for ultrasound examination. During the procedure, air bubbles were noted in the catheter. The patient experienced arrhythmia, bradycardia and st segment elevation. The procedure was completed using the original device and the patient is expected to fully recover.